Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that some syringes were leaking. To support the investigation, one hundred samples of 3ml luer-lok syringes with 18g 1½-inch needles attached, from lot 3355781, were received for evaluation by the quality team. All samples arrived in sealed packaging with complete product information displayed on the top web. Functional testing was performed on the samples, and no leakage was observed. The returned samples were found to be acceptable and met all product specifications. A review of the device history record for material number 309580, lot 3355781, was also completed. The review confirmed that all visual inspections were conducted in accordance with requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted based on the established inspection control plan, approved for shipment, and determined to be in compliance with product specification requirements. To date, no other similar events have been reported for this lot.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 rb had leakage. The following information was provided by the initial reporter: material#: 309580. Batch#: 3355781. Verbatim: rcc received a complaint via email. Item - 309580. Lot - 3355781. Po - (B)(4). Issue - syringes are leaking at midway.